Manufacturer narrative:
Clarification to b3 date of event: partial date june 2024 provided as "1 year ago", reported on 11/jun/2025. Clarification to d4, h4 device information: two serial numbers were provided for the patient's implanted devices, but it is not clear which device corresponds to each side. Only the catalog number has been populated as both devices share the same number. Sn (B)(6) / lot 2987835 / catalog n-tsf295 / expiration date 15-nov-2021 / manufacturing date 15-nov-2016. Sn (B)(6) / lot 2967022 / catalog n-tsf295 / expiration date 26-sep-2021 / manufacturing date 26-sep-2016. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "undulation". Healthcare professional later reported left side "ripples" and capsular contracture baker grade iii diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Additional, changed, and/or corrected data: b.5., d.4., h.4., h.6., h.11.

Event description:
Patient reported "undulation". Later healthcare professional reported "ripples and capsular contracture grade iii" diagnosed via MRI. Later patient representative reported "developed late seroma". This record is for the left side. The device remains implanted.